Event description:
It was reported that the event involved a male pt while in the interventional suite. The md attempted to insert the intra-aortic balloon (iab) through teflon sheath via the right femoral when it got caught on the spring wire guide (swg) and would not advance. As a result, the iab was removed. There was a delay or interruption to commencement of counter pulsation support while a standard iab was opened (iab-06840-u) and successfully inserted through the initial sheath and over the initial swg that was left in place after the unsuccessful attempt at the fiberoptix sensor (fos) insertion. There was no report of pt death, complications or injury. The pt outcome is the pt was in sinus rhythm and reported as stable.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.